Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the tubing guide depth was out of specification. The device was recalibrated/reworked to correct this condition.

Event description:
During review of the event history log, it was determined that a repeating pattern of downstream occlusion alarms suggest that the device was falsely alarming for downstream occlusion. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.